Event description:
It was reported that the system 9800 produced grainy images at maximum normal technique. These grainy images made anatomy landmarks difficult to discern. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The x-ray tube was found to be defective and was replaced. The system was calibrated. The system was tested and found to be working as intended and placed back into service.